Manufacturer narrative:
Device disposition is unknown. Additional information has been requested and if it does become available it will be provided on a supplemental report.

Event description:
The customer reported that a proximal t2 5mm locking screw implanted on (B)(6) 2018 backed out after implantation.

Event description:
The customer reported that a proximal t2 5mm locking screw implanted on (B)(6) 2018 backed out after implantation.

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø5x35 mm was alleged of issue k-230 (implant migration) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history and risk management file, some of the possible reasons for screw migration are (but not limited to) an insufficiently tightened end cap (ensures axial stability) or release of the end cap (due to decreasing ¿ caused by advanced bone healing ¿ but repeated load) in combination with a kind of ¿rollover¿ of the locking screw caused by the patient¿s motion. Screw back out can also be contributed by the patient¿s condition. Inadequate bone quality can even lead to insufficient / unsafe screw placement. With available information, a deficiency of the reported product could not be verified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.